Event description:
Needle broke off in pt's mandible during injection of local anesthetic for mandibular block. X-ray confirmed that the needle was clearly stuck. Pt was referred to neurosurgeon where the needle fragment was removed during a two hour surgical procedure. Pt had left side residual numbness which has not resolved.